Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the device ¿kind of liked to bite her when she went to get into the car¿ and did not know why it did it. It was noted that it randomly bit right where the battery pack was implanted at and the patient did not experience it anywhere else. The patient stated that ¿riding in the car it helped with her leg and left her stimulation on.¿ it was noted that the issue was occurring shortly following implant. The patient stated that it appeared more when she was moving and sometimes she thought it was when she was getting ready to drive or reaching to drive. The patient stated that ¿it was happening once in a while when she was reaching that caused it when she wasn¿t in the car.¿ it was noted that the patient was not turning down her stimulation before engaging in the activity of riding in the car. The patient stated that she had just changed her car within 10 days of the report and had not had much time to drive the new car. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient still had concerns with their device or therapy but had not sought further help. The patient was waiting for harvest completion.